Manufacturer narrative:
B5 of the initial report submitted should have stated: philips received a complaint from the customer on the v60 ventilator indicating that patient disconnect occurred. It was also reported there were leaks and excessive volumes. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. H10: the customer initially requested an intervention and sought advice if a loaner device is possible if the device needs to be sent to a workshop. However, no further information has been provided regarding this case. Multiple attempts have been made to try to obtain further information about the reported issue, but no response has been received. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Bonjour, nous avons un v60 en panne (sn (B)(6)): signal un débranchement patient, des fuites et des volumes disproportionnés. Pouvons nous déclencher une intervention svp? Etant le seul equipment dans le service, un prêt est il envisageable si l'équipement doit partir en atelier? Merci à vous et (B)(6).